Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced heart block that required planned pacemaker placement in the future. The event was not related to the product defect. During ablation proximal to his for atrial tachycardia (at) near his, cardiac block occurred. At that time, the ablation was stopped immediately, and thermocool smarttouch sf catheter was moved away from the ablation site. Prolonged pq was confirmed, and the heart rate was in the 70s. The patient had a transient avb, but a-v conduction recovered over time. However, pq prolongation (more than 40 ms) was observed, and the patient left the room with possibility of recovery. No additional intervention was provided during the hospitalization. The patient will receive pacemaker placement in the future. No extended hospitalization was required. The physician determined that there was a causal relationship between the product and the event. The event was related to the procedure, but not related to a product defect. The physician's opinion on the cause of the adverse event is the procedure. Ablation was performed near his bundle and it was difficult to find the his position with other electrode. Patient has a history of sick sinus syndrome.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31329495l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).